Event description:
A customer contacted haemonetics on (B)(6) 2012 to report their orthopat machine "display impossible to read." No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012, to report their orthopat machine "display impossible to read." No donor or operator injury was reported. Upon eval of the device on (B)(4) 2012, the reported problem, "display impossible to read", was not verified, but fluid internal to the device was found. The blood spill required disassembly and cleaning. Electronic components replaced due to fluid spill include top deck distribution board and power supply. The machine is now ready for use. Haemonetics (B)(4).